Manufacturer narrative:
The device was received and the exposed portion of the soft cannula was observed to be kinked, however, this damage did not prevent fluid from exiting the distal tip of the soft cannula, and no signs of leakage were observed during the leak test. Although the cannula was kinked, the timing and cause of the damage is unknown. The downloaded data did not show any alarms, timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 20 mmol/l (360 mg/dl). The pod was worn between 4 and 24 hours on the arm. Hyperglycemia treated by administering correctional boluses, manual injections, applying a new pod, and programming a temp basal.